Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as event onset, the patient was hospitalized and was treated with vancomycin injection (1gm every four days, ongoing) and meropenem injection (400mg per day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information to b5: upon follow up, it was reported that 13 days after the event onset, antibiotic treatment was discontinued, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.